Event description:
There were numerous attempts to restart an IV lock on this patient. It was noted that it was very difficult to disengage the catheter from the needle either by pushing the retract button or by manually loosening catheter from needle.